Event description:
On (B)(6) 2011, regional clinical specialist reported pt is currently in the hospital. Regional clinical specialist is on the phone with the pt and pump support. Regional clinical specialist stated the pt reported a week ago last sunday, she had a pain that went into her shoulders so she went to the hospital and her blood glucose level was in the 500's mg/dl. Regional clinical specialist reported the pt stated she would get heart burn and her blood glucose level would go up. Regional clinical specialist stated the pt reported she would bolus and her blood glucose level would come down for a while until she would get heart burn again. Regional clinical specialist reported the pt stated she does not know if her infusion device was working correctly because she never has elevated blood glucose levels. Unable to troubleshoot infusion device. Regional clinical specialist stated the pt reported the doctor told her she had a heart attack and she is being treated with an IV drip of insulin. Product was replaced and requested return of the alleged product for eval.